Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module backup battery was replaced due to a constant beep. The operating room worker confirmed the unit was plugged into a power source.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of constant beeping on the heartmate power module and the backup battery being replaced was not confirmed. The heartmate power module and the heartmate power module backup battery were not returned for analysis. In addition, there were no photos, or any other supporting documentation that would indicate an issue with the heartmate power module or the backup battery. Provided information stated that the beeping resolved with a battery exchange, and the power module will be returning; however, no tracking information is available. Additionally, multiple attempts were made to obtain additional information about the reported event such as the serial number of the power module and if the device was returned; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use (IFU) (rev. C) under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate ii instructions for use (IFU) (rev. C) section 3 "powering the system" and heartmate power module instructions for use (IFU) (rev. B) under "introduction" and ¿using the power module (pm)¿ explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. These sections also state that a new power module backup battery provides approximately 30 minutes of backup power in the event of a loss of ac electrical power. Heartmate ii instructions for use (IFU) (rev. C) section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use (IFU) (rev. B) under "inspection cleaning and maintenance" explain how to care for and clean the power module, and provided checklists for performing routine maintenance of the power module. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.